Event description:
It was reported to the manufacturer the trilogy evo touch screen was locked and could not be used. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a trilogy evo ventilator was returned to a third-party service center for evaluation of the allegation the unit's touch screen was locked. On evaluation, the customer's complaint was confirmed. It was confirmed the device was defective, failing testing for the internal flow check of positive flow. The machine flow sensor is replaced due to this functional failure. Upon evaluation of the device, the download error log contained an error code indicating the motor controller had proceeded to the shutdown state due to an error with the motor (blower). The machine blower was replaced to address the issue. Additional findings not related to the malfunction/issue, the particulate filter and inlet filter were replaced as part of preventive maintenance. The front panel was noted to be damaged and was replaced. Multiple internal parts and components are replaced due to contamination and discoloration. The warning label was replaced due to damage. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.